Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a mitral isthmus ablation procedure, an effusion was noted and a pericardiocentesis was performed to stabilize the patient. While performing a mitral ablation line, difficulty was noted maintaining stability. The power was increased to 50w and an effusion was noted vis ice at the posterior lateral aspect of the mitral valve shortly after the power increase. A pericardiocentesis was performed to stabilize the patient and the remainder of the procedure was aborted. The patient is currently in the ICU postoperatively. There were no alleged performance issues with any abbott products.